Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart into pieces. She was unsure if tampon pieces remained inside her and went to her obgyn. Doctor did an exam and confirmed no tampon pieces remained inside. Consumer stated she was feeling fine.